Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Pump was not being used for insulin therapy at time of event. Customer charged pump battery and reportedly, loaded cartridge to resolve the issue.